Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and log files, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Pcr confirmation testing was performed on the same day and generated a negative result. Per the customer, the patient was not symptomatic. Additionally, there was no patient harm due to the test results. There was no delay or impact in treatment due to test results.